Event description:
It was reported the etc02 did not pause the pca as expected. This event occurred while testing the devices in biomed. There was no patient involvement. It was reported the pca pause protocol appeared to be enabled. It should be noted that the device will alarm as designed no breath detected and continue to monitor for respirations. The device will not pause until the respirations drop below a pre-set rate by the customer. In this case the customer reports the set rate is 6 breaths per minute. The customer would like to make a product enhancement request for the device to immediately pause pca infusions when the device alarms "no breath detected".

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of that etco2 did not pause the pca as expected was not confirmed through log review or replicated during laboratory testing. During the inspection of the suspect devices, there were no issues or anomalies identified. All devices¿ parts inspected were determined to be manufactured by bd. The device will alarm as designed for no breath detected and continue to monitor for respirations. The device will not pause until the respirations drop below a pre-set rate by the customer. Pause protocol testing was performed in order to verify the functionality of the feature and was found that the feature was displayed successfully. Preventive maintenance tests were performed on the suspect pca module s/n: (B)(6) and the suspect etco2 module s/n: (B)(6). All the tests were completed successfully without any issue. The event date was reported as 04 november 2025; the time of event was not reported a review of the suspect pca module s/n: (B)(6) error log showed no errors were recorded related to the reported event. A review of the pcu event log showed that on (B)(6) 2025, the suspect pca module s/n: (B)(6) and the suspect etco2 module s/n: (B)(6) were connected to the returned pcu. The pca module was assigned with channel b, and the etco2 module was assigned with channel c. On (B)(6) 2025 at 4:08 pm the user selected the pca module s/n: (B)(6) and programmed an infusion with the drug ID 197 (hydromorphone), syringe bd 50 ml, drug amount of 50 mg, diluent volume of 50 ml, concentration of 1 mg/ml, pca dose of 0.1 mg, continuous dose of 0.5 mg/h, lockout interval of 10 minutes and volume to be infused (vtbi) of 24.2399 ml. The infusion started with a primary volume infused (pvi) of 0.0027 ml. At 4:14 pm the etco2 module s/n: (B)(6) alarmed for no breath detected and a pca dose request of 0.1 ml was delivered. At 4:17 pm the user channeled off the pca module and etco2 module. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Pca pause protocol is an optional and hospital-configurable feature intended to align with hospital/health system¿s current protocol for patient monitoring during pca therapy. When enabled, pca infusion pauses and alarms when defined monitoring value (respiratory rate low) for etco2 module are exceeded and sustained. Root cause: the probable cause of the reported issue, where etco2 did not pause the pca as expected, was attributed to a user error. Testing confirmed that the pause protocol feature functions as intended: when a lower respiratory rate (rr) is detected, the infusion pauses and the protocol is displayed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.